Event description:
A patient reported blood glucose results of "150mg/dl, 56mg/dl, 150mg/dl , 59mg/dl, 60mg/dl, 58mg/dl and 156mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solutin were replaced.